Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that she had only one dot of insulin in her reservoir, her insulin pump gave the low reservoir alarm, but she did not get the no delivery alarm. Customer stated that she verified the alarm history and noticed that the no delivery alarm was in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.